Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12352. It was reported the patient experiences a painful burning sensation at the ipg when the stimulation is on. The pain diminishes some when the stimulation is turned off, but the pain is still present. The patient also experiences a shooting pain at the ipg site that radiates up her back. Diagnostic testing revealed many invalid contacts and x-rays showed no anomalies. A physical examination of the ipg and lead connections is pending. Surgical intervention is under consideration.